Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 46 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline exit site infection that started on (B)(6) 2017. The system controller was dropped and tugged on the driveline. There had been pain, swelling, and drainage post trauma to the site. Cultures were positive. The patient was started on doxycycline and then as prescribed ciprofloxacin, but was stopped due to insurance. The patient resumed doxycycline. The oral antibiotic duration was 41 days. On (B)(6) 2017 the driveline site was reported as doing much better but there was still some pain. On (B)(6) 2017 the pain was gone and the infection reportedly resolved.